Manufacturer narrative:
Initial visual eval of returned instruments were performed at plus USA. There were no apparent device marking discrepancies or any damage to the instruments, and we were not able to detect any other problems. The set of instruments involved in this event (the spacers, the cut blocks, and the trials) were returned to the MFR for eval of device marking and device dimensions. Conclusions: device eval anticipated. Follow up report to be submitted upon completion of eval.